Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The device was removed, and the procedure was completed with a different device. There were no complications reported, and the patient was good post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: nc emerge mr, ous 4.00mm x 12mm was returned for analysis. Visual and tactile inspection identified no issues with the hypotube shaft, but stretching was identified throughout outer or mid-shaft sections and the inner lumen of the device. A detailed microscopic examination of the balloon material identified a 3mm longitudinal balloon tear or rupture at mid-section. No issues noted with the tip profile. Microscopic examination noted damage or stretching to the length of the outer and inner lumen. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The device was removed, and the procedure was completed with a different device. There were no complications reported, and the patient was good post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.